Event description:
The customer reported receiving platelet (plt) r flags on quality controls (qc) runs on a coulter lh 500 hematology analyzer. While the field service engineer (fse) was onsite to address the issue, the fse observed a fluid leak of unspecified volume from the instrument. The leak was contained within the instrument and no error messages were reported at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found an aspiration tubing leak from fitting ff44 to ff42. The fse replaced the tubing to resolve the leak. Additionally, he replaced the red blood cell (rbc) bath due to a failing internal electrode, to resolve the plt r flags. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).